Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1; date of submission: 11/29/2016. The device has been returned and evaluated by product analysis on 11/03/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was observed to the keypad cover. During testing, all of the keypad buttons responded properly. The keypad cover was removed, and no contamination or other anomalies were found to the button contacts. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.